Manufacturer narrative:
This spontaneous case with very limited information was reported by a lawyer and refers to social media post. It describes the occurrence of fatal medical device removal ('we lost a sister at removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria death and intervention required). The patient was treated with surgery. Essure was removed. The reported cause of death was not specified. Detailments about essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc this case lacking information was received via lawyer and refers to a social media post. It was reported that a woman died at removal. Details of essure use (details of insertion procedure, dates or any associated conditions) were not given. The exact reason for undergoing essure removal and detailment of the procedure which resulted in death were not specified. However, since an intervention was implied and due to the very limited information provided, causality cannot be completely ruled out at this time. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of fatal medical device removal ('we lost a sister at removal') in a female patient who had essure inserted. Details about essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also.   The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. This case lacking information was received via lawyer and refers to a social media post. It was reported that a woman died at removal. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. The exact reason for undergoing essure removal and details of the procedure which resulted in death were not specified. However, since an intervention was implied and due to the very limited information provided, causality cannot be completely ruled out at this time. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.